Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. One complaint was received during this report period. Of these, 1 was determined to be misapplication. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with undesired damage or breakage of materials used in device construction. Patient information was not confirmed for the event.